Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix found retracted and clean. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was unable to be implanted. The lead was not used and replaced during procedure. The patient was stable.